Manufacturer narrative:
E1: reporting institution phone #: (B)(6). E1: reporter phone: (B)(6). A philips remote service engineer (rse) spoke to the customer and verified that the external speaker was connected and had also replaced the speaker but that did not resolve the issue. The customer declined further service; therefore, no additional testing was conducted. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the alarm text is displayed at the central station but there is no sound. The device was in use on patient at time of event, there was no adverse event reported.